Event description:
There was a perclose footplate failure on the right cfa access site. Manta closure device used to close right cfa. There was a right external iliac dissection defected. This was sealed with an 8x40mm self expanding stent with good result. The pt later returned to the operating room due to right le ischemia and underwent thrombectomy. FDA safety report ID# (B)(4).